Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was frozen with bluescreen. The technical support specialist checked the services, datasync log, system performance and found out the station has been manually restarted by user to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system station is on bluescreen.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this incident.